Event description:
During a laparoscopic assisted vaginal hysterectomy, trial 12 mo cannula was inserted and upon removal the tip was noted to have shattered. Attempts were made to locate the broken pieces and after an extended time a portion of the cannula remained missing.